Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: the device was inserted from region umbilicalis. After firing, the device could not be removed since the anvil did not tilt. Additional resection of tissue was done to remove the device. When the reporter checked the device 2 days after the surgery, the anvil was tilted. Oozing occurred. Nothing fell into the patient cavity. No tissue was damaged. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).